Event description:
It was reported that 2 bd vacutainer® k3e 5.4mg plus blood collection tubes had the stopper pop out. The following information was provided by the initial reporter: "after the sample collection when the phlebotomist do the invertion (mixing) the edta hematology tube suddenly the tube cap opened and all the sample was on the floor."

Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."